Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue in less than a month after initial implant. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the helix difficulty allegation was confirmed based on x-ray observation of a necked-down inner coil near the terminal pin and on x-ray observation of a stretched-out inner coil near the lead tip.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix extension and retraction issues during reposition. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix extension and retraction issues during reposition. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.